Manufacturer narrative:
Concomitant medical products: 8637-20 pump, implanted: (B)(6) 2020, 8780, catheter, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial device reset occurred on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.